Manufacturer narrative:
Follow-up #1: date of submission 08-jul-2019animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02-jul-2019 with the following findings: on investigation, the dates in the total daily dose history are not congruent, changing from 18-mar-2019 to 18-may-2019 and from 27-may-2019 to 26-mar-2019. There was no data in the black box from these dates due to continued use of device after the complaint was made. The daily insulin delivery totals appeared inconsistent due to the aforementioned date changes. The pump history showed the pump was delivering programmed basal rate until deliveries were halted by the user at 2:31 pm on 05-jul-2019. The pump passed delivery accuracy testing and was found to be delivering within required specifications. All activity performed during testing was accurately recorded in pump history. Investigation did not duplicate the complaint. This report is made under the requirements of the health authority regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced a blood glucose of 40mg/dl, associated with an alleged inaccurate delivery issue. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported because the patient allegedly experienced hypoglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.